Event description:
During a follow-up in-clinic, a decrease in sensing due to alleged microdislodgement was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were observed. The rv lead was capped and replaced to resolve event. The patient was stable.